Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with a sensor glucose of 274 mg/dl despite announcing meals accurately and receiving increased insulin, and the user suspected infusion set or cannula issues due to tubing tugging; the user changed multiple infusion sites and was advised to change the site again and monitor glucose, and replacement supplies were expedited. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included complaint handling and user interview. Investigation of this case revealed insufficient evidence to confirm a device malfunction and a possible infusion site or cannula issue. It was concluded that the cause of the hyperglycemia was unclear and a device malfunction could not be confirmed.